Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 and event logs 3 and 4 were observed. No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the built in precision meter and it is unknown whether the customer noted a trend arrow on the device. It was reported that on (B)(6), symptoms of hypoglycemia (dazed state) was observed. Measurement using the sensor was not possible, but blood measurements using the electrodes showed hyperglycemia (about 500 mg/dl). On (B)(6), symptoms of hypoglycemia were still observed (being spacy), the healthcare professional (hcp) took a blood sample and provided hydration. On (B)(6), a blood sample taken from the customer's home the day before going to the hospital showed a crp value of 10mg/dl and a wbc value of 12,000/l, and as the customer's symptoms had not changed, the customer was taken to the hospital where they stayed until on (B)(6) and were given antibiotics, insulin (dose/type unspecified) for 10 days from on (B)(6) by an hcp. It was further reported that the customer was admitted to the hospital due to hyperglycemia, dehydration, and ketoacidosis. There was no report of death or permanent impairment associated with this event.